Event description:
It was reported that during a follow up in (B)(6) 2024 the battery status of this device indicated one year remaining, while in (B)(6) 2024 the device triggered elective replacement indicator (eri). A request for a technical review was needed. Ts reviewed the device data and confirmed that the device was exhibiting premature battery depletion and should be explanted and returned for analysis. This device remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter section.

Manufacturer narrative:
This report is being filed to correct the patient identifier.

Event description:
It was reported that during a follow up in (B)(6) 2024 the battery status of this device indicated one year remaining, while in (B)(6) 2024 the device triggered elective replacement indicator (eri). A request for a technical review was needed. Ts reviewed the device data and confirmed that the device was exhibiting premature battery depletion and should be explanted and returned for analysis. This device remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that during a follow up in (B)(6) 2024 the battery status of this device indicated one year remaining, while in (B)(6) 2024 the device triggered elective replacement indicator (eri). A request for a technical review was needed. Ts reviewed the device data and confirmed that the device was exhibiting premature battery depletion and should be explanted and returned for analysis. The device was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the describe event or problem field.

Event description:
It was reported that during a follow up in (B)(6) 2024 the battery status of this device indicated one year remaining, while in (B)(6) 2024 the device triggered elective replacement indicator (eri). A request for a technical review was needed. Ts reviewed the device data and confirmed that the device was exhibiting premature battery depletion and should be explanted and returned for analysis. The device was explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up in (B)(6) 2024 the battery status of this device indicated one year remaining, while in (B)(6) 2024 the device triggered elective replacement indicator (eri). A request for a technical review was needed. Ts reviewed the device data and confirmed that the device was exhibiting premature battery depletion and should be explanted and returned for analysis. This device remains implanted at this time. No adverse patient effects were reported.